Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during a abdominal MRI scan, the patient felt an uncomfortable heating of the implantable cardiac monitor (icm) device and the MRI was stopped. Another scan sequence was started, but the patient felt the heating discomfort in the implant area again. The patient ended up going for a CT scan instead. The device remains in use. No patient complications have been reported as a result of this event.